Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no alarms were identified in the history. During analysis, the reported issue was able to be duplicated. The unit was tested by operating the attach/detach cassette, found latch/lock optic flex circuit sensor defective. Replaced defective latch/lock optic flex circuit sensor.

Event description:
It was reported that the cassette locked but not latched error.